Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed a pump reboot when the cartridge was changed. A battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to fully secure onto the pump. There was no visible damage observed to the battery compartment. There was visible evidence of moisture inside the battery compartment. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test passed. The pump was opened and moisture was observed on internal components of the pump.

Event description:
On (B)(6)2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.